Event description:
It was noted a pericardial effusion (pe) and surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect (vcc) kit was selected for use. Transesophageal echocardiogram (tee) was performed to confirm the procedure can proceed and no pre-existing pe was identified. After the femoral vein access, the transseptal puncture (tsp) was completed using vcc through the watchman double curve access sheath (was). The was advanced into the left atrium. Vcc dilator was removed, and a pigtail catheter was advanced into the left atrium (la). A puff contrast injection was performed through the pigtail catheter into the laa, and hypotension was noted. A pe was noted leading to cardiac tamponade. The laa closure procedure was cancelled. A pericardiocentesis then open-heart surgery was performed. It was noted the patient did not receive a laa ligation. The patient is expected to fully recover and remains hospitalized.